Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. The physician then advanced the device and was able to deploy the pipeline in the patient; however, the proximal end of the pipeline would not open. After several attempts to open it without success, the pipeline was removed from the patient via snare. No patient injury reported. Same event as MDR# 2029214-2012-00212.

Manufacturer narrative:
Only the pipeline was returned for analysis. The evaluation showed that one end of the pipeline was damaged which likely prevented it from fully open. (B)(4).